Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a pt in ventricular fibrillation, the device was used to successfully deliver energy to the pt. After converting the pt to atrial fibrillation the device returned a "shock advised" determination. The user did not deliver the energy to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.